Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2011-01734.

Event description:
It was reported that, "while planning with the large planer, the bushing came out of the planer. We switched to the standard planer and the same thing happened."